Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 468 mg/dl. The customer treated with syringe. The customer mentioned that the act button was not responding properly. The customer stated that the reservoir alarmed no delivery. The customer reported that alarm was resolved by complete set change. The product was returned for analysis.